Event description:
During an emergency MRI scan, a pt with severe head trauma was being ventilated during the MRI scan. This was the second MRI scan performed on this pt within a short period of time in the same day. During this second set of scans, the MRI tech reported having problems monitoring the nibp and spo2 of the pt. It was difficult to obtain an nibp reading, and the spo2 values were intermittent during the scans. When transporting the pt out of the MRI, the pt "coded" and subsequently died. At the time, the reporter was uncertain if the pt had "coded" during the MRI scans, or when taken outside the MRI magnet room area.